Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 04/22/2022 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 05/17/2022 returned product samples and unused retained product were submitted to the lab for testing, with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 04/14/2022 consumer reported that the product caused him an injury. On completed customer information request (cir) received from the consumer on 04/22/2022, he stated that the issue was with the tape area. He stated used the bandage to cover the area where he accidentally had cut a skin tag on his neck and a day later, upon removal, he noticed a reaction in the shape of the bandage similar to a burn. He stated he still has a scar in the shape of the bandage that would not go away so he decided to seek medical attention with a dermatologist.